Manufacturer narrative:
During the procedure, an 8x20mm powerflex pro ruptured at six atmospheres (6 atm). The patient¿s information is unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification are unknown. The rate of stenosis is unknown. The procedure was finished successfully however, it is unknown how it was completed. There was no reported patient injury. The product was clinically used. The product stored and handled according to the instructions for use (IFU). There were no difficulties removing the product from the hoop. There were no difficulties removing the protective balloon cover. The balloon was prepped according to the instructions for use (IFU). The device prepped normally (i.e. Maintain negative pressure). There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17434299 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were unknown. According to the instructions for use (IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that during the procedure a powerflex pro ruptured at 6 atm. The patient¿s information is unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification are unknown. The rate of stenosis is unknown. The procedure was finished successfully however, it is unknown how it was completed. There was no reported patient injury. The product was clinically used. The product will not be returned for analysis. The product stored and handled according to the instructions for use (IFU). There were no difficulties removing the product from the hoop. There were no difficulties removing the protective balloon cover. The balloon was prepped according to the instructions for use (IFU). The device prepped normally (i.e. Maintain negative pressure). There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.